Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the camera control unit had error 166 and error 117. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions error e116 and error e117 would likely be a memory board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In h6 medical device problem code is corrected to "3005 - output problem". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the suggested events could not be specified as the events were not reproduced. It is possible that the errors were caused by a memory board failure.